Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification consistent with the field advisory for this device. No patient complications have been reported. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed a no output condition. The no output condition was the result of lifted bond wires at the output bond wire connection blocks. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore the final analysis results indicate the device had no anomalies. Other text : the device was returned to the manufacturer, analyzed, and tested out of specification consistent with the field advisory for this device. No patient complications have been reported. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn. Unknown (for use when the device problem is not known).

Event description:
The device was returned and analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported.